Event description:
Patient presented to the physician with persistent fluid buildup at the ipg site, which was causing pain. Due to a suspected infection, the physician prescribed antibiotics. Two weeks later, the physician brought the patient into the or, where a hematoma was identified. Physician drained the hematoma and closed the chest incision.

Event description:
Patient presented back to the physician with an infection and continued fluid buildup at the ipg site. Physician brought the patient into the or, explanted the ipg and a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.